Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterus') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain / chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), tooth disorder ("dental problem"), headache ("headaches"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and migraine ("migraine") and was found to have hormone level abnormal ("hormone changes"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, metrorrhagia, dermatitis allergic, bladder disorder, cystitis, urinary tract infection, vaginal infection, fatigue, tooth disorder, hormone level abnormal, headache, menorrhagia, psychological trauma, vaginal discharge, nausea and migraine outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: received treatment for psych injury, bladder problem, bladder infection, uti, vag,discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) - result not provided. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: ppf received. Reporter's information was updated. Added event menorrhagia, psych injury, vaginal discharge, nausea, migraine. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and uterine perforation ('uterus') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse )"), pelvic pain ("pelvic pain / chronic"), urinary tract infection ("uti (urinary tract infection)"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed"), dysmenorrhoea ("dysmennorhea (cramping)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), pruritus ("rash/skin condition: constant itchy skin"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), tooth disorder ("dental problem"), headache ("headaches"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and migraine ("migraine") and was found to have hormone level abnormal ("hormone changes"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, metrorrhagia, pruritus, bladder disorder, cystitis, urinary tract infection, vaginal infection, fatigue, tooth disorder, hormone level abnormal, headache, menorrhagia, psychological trauma, vaginal discharge, nausea, migraine and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, pruritus, psychological trauma, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: received treatment for psych injury, bladder problem, bladder infection, uti, vag,discharge. You currently planning for essure removal : yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-feb-2020: plaintiff fact sheet received. Events" abnormal bleeding (vaginal) and rashes or skin conditions type: constant itchy skin (previously reported as dermatitis allergic). Patient demographics, and reporter was added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterus') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain / chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), tooth disorder ("dental problem") and headache ("headaches") and was found to have hormone level abnormal ("hormone changes"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, metrorrhagia, dermatitis allergic, bladder disorder, cystitis, urinary tract infection, vaginal infection, fatigue, tooth disorder, hormone level abnormal and headache outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, metrorrhagia, pelvic pain, tooth disorder, urinary tract infection, uterine perforation and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test (unspecified) - result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Pfs received. Previously reported event "injury" was updated dysmennorhea (cramping). Events; dyspareunia (painful sexual intercourse ), apareunia, pelvic/ abdominal, back, chronic, bleeding metorhagia (bleeding b/w periods), gen. Abnorm. Bleed, rash/skin condition, perforation fallopian tubes, uterus, bladder/urinary problems bladder probs. Bladder infect.,uti,vag. Infect, fatigue, dental probs ,hormone changes, headaches were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.